Manufacturer narrative:
A company service representative and the bio-medical engineering technician spoke over the phone about the reported problem. The engineer reported with both filters engaged, system displays 2 tethered filters. Dis-engaging the observer filter created a prompt to "please engage dr. Filter". Moving it back into position cleared the message. Moving the surgeons filter to the disengaged position caused a 1 tethered filter message to be displayed. Moving it back to the engaged position causes a 2 tethered filters message to be displayed. The engineer then requested to order a filter unit to replace the filter unit that no longer worked. The filter unit was sent to the facility. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore, unk at this time. (B) (4). (B) (4).

Event description:
Adverse event(s): no pt harm reported (no known impact or consequence to pt). Product problem(s): "filter was disengaged" (use of device issue). The surgeon reported that the system was firing while the filter was disengaged. The customer engaged the filter, restarted the laser, and completed the procedure. No pt injury was reported.